Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient presented with a dislocated hip. Tha revision was performed to replace liner and head with mdm construct update: "head came out of liner. Mdm insert was used in order to have a larger effective head increasing jump distance."